Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the patient received four inappropriate shocks from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing of noise when programmed to secondary sensing vector. Upon interrogation, no noise was able to be reproduced in any sensing vector. Review of stored data shows similar noise pattern in alternate, but not primary. The patient was hospitalized, and therapy was programmed off due to concerns over a lead fracture. A revision procedure was performed where the electrode was explanted and successfully replaced. No additional adverse patient effects were reported. The electrode was returned for analysis.

Event description:
It was reported that the patient received four inappropriate shocks from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing of noise when programmed to secondary sensing vector. Upon interrogation, no noise was able to be reproduced in any sensing vector. Review of stored data shows similar noise pattern in alternate, but not primary. The patient was hospitalized, and therapy was programmed off due to concerns over a lead fracture. A revision procedure was performed where the electrode was explanted and successfully replaced. No additional adverse patient effects were reported. The electrode was returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Resistance testing found the electrode was not electrically continuous. An x-ray of the electrode confirmed the inner conductor coil was fractured at 112-120 mm from the terminal end. The fracture characteristics appeared consistent with cyclic fatigue. The fractures resulted in the observed noise, oversensing, and inappropriate shock.